Event description:
It was reported by service report that the bed loses power intermittently at times because the sensor cord had a break in it. No pt involvement or adverse consequences are reported.